Event description:
It was reported the device entered backup mode with no high voltage defibrillation therapy available following an magnetic resonance imaging (MRI) scan. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.